Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone h1-m atherectomy device to treat a moderately calcified plaque lesion in the right proximal and mid sfa with a 75% stenosis. The vessel diameter and lesion length are 5 mm and 100 mm respectively. The vessel was not pre dilated but post dilated. IFU was followed during preparation, procedure and post procedure. It was reported that during procedure, the flush port was broken and cutter damaged. On the second insertion the plunger kept hanging up and not packing, it was cleaned multiple times. A hawkone sx-c was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Additional information: a 6fr, 45cm non-medtronic sheath and 6mm spider fx were used. The thumbswitch was able to be tuned off and did not stop functioning while in use in the patient. The cutter returned approximately 2mm inside the housing. The device was safely removed from the patient. The cutter is reported to have looked slightly deformed with an appearance of plaque stuck in it, but no pieces were reported missing. If information is provided in the future, a supplemental report will be issued.